Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had recoverable 1162 faults on arm 2. The customer stated that there is a 1162 fault on arm 2 and when they tried to recover, it automatically came back and wanted them to disable. Site has already converted to lap for this procedure. Tse confirmed 1162 errors on usm the isi tse walked the customer through a hard power cycle on the psc but the fault returned. Tse then asked the customer if they were able to use the system without arm2 for this next case and the customer confirmed that they could. Tse had the customer disable usm2. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure (1162) was confirm and replicated. When the arm was tested on an in-house system, it failed normal mode as it triggered 1162 failure. When the arm was tested on pftp, it failed insertion button test and check cannula test. When spar axis was inspected, acs board and cannula ffc were found to have been short circuited. Acs board and cannula ffc will be replaced as a fix to the reported problem. Acsc will also be replaced as precautionary measure with regards to the reported problem.